Event description:
Additional information was received from the patient (pt). Pt called back repeating the same event originally documented that their device hasn't worked for about a year and they're in a lot of pain and need to have the device replaced. Pt stated they cannot find a doctor in their area that will replace the device. Pt stated they don't use email. Patient services (ps) mailed hcp listings to pt. Pt says they got the letter but it just had a cover letter for hcp listings and says it didn't have the listings attached. (B)(6) said they would re-mail the listings but then realized that the pt was confusing the verbiage saying that the listings are attached, but that is for when we sent listings via email. (B)(6) left a voicemail to look at that "cover page" and should find the listings on the middle to bottom of the page and to call back if the pt still is having issues.

Manufacturer narrative:
Continuation of d10: product ID: 37791; product type: recharger; product ID: 37791; product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt called back about the same issue, and repeated that their device hasn't worked for months, and is in a lot of pain because of it. Information was reviewed with the patient regarding getting them physician listings but the patient was unable to write anything down and was going to call back with someone to write down contact information for health care providers (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt was having trouble charging their implant. Pt stated they are only able to get 2 boxes shaded while charging their implant. Pt confirmed no visible damage to the recharger antenna. Additional information was received from the patient. Patient called back stating they received the recharging antenna but were unable to get the coupling bars shaded and they have a pillow to hold up the recharger (insr) antenna and the antenna is overheated. Patient stated the ins was last charged 2 weeks ago but she is not sure. Patient was asked if they had fall or trauma and patient said she had a fall in (B)(6) 2021. Patient services (ps) recommend air flow around the insr antenna when recharging the implant. Ps reviewed device function and patient said she had done everything possible. Additional information received reported that they couldn't charge and because of that they were in a lot of pain. Pt confirmed this was the same event as recharging issue documented in this case already. Pt said their ins was due to be replaced soon, but repeated they do not have an hcp. Additional information from the patient reported that the patient's circumstances leading up to the poor coupling were that there were previous issues charging, then after the patient fell the device no longer charged at all. The steps taken to resolve the issue involved the patient consulting with the manufacturer and seeing two physicians. Additional information was received from the patient. It was reported that they plan on removing their spinal cord stimulator sometime this year and they were having trouble locating a surgeon to do so. Pt said their ins had not worked in 2 months for they cant get the ins charged and pt is in a lot of pain.